Event description:
The reporter was recently implanted with a new generator and is experiencing a rapid heart rate of 134 bpm, exhaustion, and slightly elevated blood pressure. It was further reported that the pt is also experiencincing pain in the generator area when the device stimulates. The generator was programmed on to 1.25ma immediately following the implant. The generator was checked and found to be properly functioning. It was also reported that an attempt to alleviate the pain by adjusting the parameters was done, however, the pt still experienced pain during device stimulation. The pain stops when the gneerator is inactivated using the magnet. Further troubleshooting is currently being done. The cause of the reported event are unknown at this time; this event is currently being investigated.